Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down while in use on patient and unit didn't alarm.there was no patient harm reported.

Manufacturer narrative:
Per biomed he was unable to get the unit to power on. Unit was not seeing the battery or ac power. He trouble shot the unit along with assistance from philips tech support. Tech support suggested he replace the power supply and the power management board. He replaced both of them. The unit was then able to turn on. Upon turning on, the unit gave several error codes. Each one pointing to a different board. He then called in for field service. The field service engineer (fse) replaced the motor controller (mc) board to address the reported problem. The reported of no alarm was not duplicated. Failure analysis on the returned motor controller (mc) board shows that the shorted u33 pin 11 to pin 7 internal shorted on the motor controller pcba cause the reported problem.

Event description:
The customer reported that the ventilator shut down while in use on patient and unit didn't alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.